Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 63 year old male patient was on impella support and during support, the purge disc was not recognized. Staff attempted to change the purge cassette however, the issue was with the automated impella controller (aic). The aic was replaced. There was no patient harm reported.

Manufacturer narrative:
The investigation of automated impella controller (aic) - purge disc/flag issues has been completed. There was no evidence found in the logs to confirm the reported failure. The console was and a broken purge disc flag was identified. The purge disc flag was observed to be broken and was the root cause of the reported purge disc not detected alarm issue. D9 date device returned to manufacturer added. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26780 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact facility name, address, and fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26780.